Manufacturer narrative:
(B)(4).

Event description:
It was reported after moving the patient table height and during the first right atrium mapping, errors 256, 401 and 402 appeared along with a "learn new" prompt on this c3 v. 1.1.2 system. The customer used a bi-plane fluoro system and a chest patch which appeared within normal range at the beginning of the case. When the customer tried to exit the study to continue from review mode, the secondary monitor went out. Cas resolved this issue however, the errors remained. Before any further troubleshooting, the procedure was aborted and the case was rescheduled. The physician was concerned that continuing the procedure (which involved going to the (B)(4) via transseptal puncture). No patient consequence and the patient was under sedated during the procedure. The patient required extended hospitalization because of the procedure cancellation.

Manufacturer narrative:
(B)(4). The issue was originally caused by customer who raised the bed too closely to image intensifier. The customer did not want to take time to reset system to an error free state and aborted the case. After the case, the system was rebooted and table put at proper height and there were no errors. User error caused the issue. Biosense representative resolved display on his own. No additional info was provided. Since this was a MDR reportable event, an additional original external manufacturer (OEM) action (DHR review or investigation) was performed. No anomalies were noted in manufacturing or service.